Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery due to a kinked tubing. The customer's blood glucose level was reported to be in the 400 mg/dl during the incident. The customer stated that they insulin pump alarmed no delivery overnight and that they had reverted to manual injection since they were out of town. The customer declined troubleshooting for the high blood glucose reading because they knew that the kinked tubing caused the issue. The insulin pump will not be returned for analysis but the infusion set will be.